Event description:
It was reported that patient sustained unspecified injuries post-op lumbar spine laminectomy, revision, l2-5 in which rhbmp-2/acs, bone graft matrix were used. No other information is reported at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.